Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose was 175 mg/dl. The customer stated that the middle button was not responding right away, had to press twice. Customer stated that the button was unresponsive during an easy bolus attempt. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).